Event description:
It was reported that the patient underwent surgery for tlif at l4-5 with peek implant. After insertion, the surgeon noticed a crack on the cage near the insertion hole. The cage was in proper position and the surgeon opted to leave it in place. There were no patient complications.

Manufacturer narrative:
(B)(4). This device is not approved for use in the united states; however, a like device, part number 9393007, 510k number k094025, is approved for use. The device has not been returned to the manufacturer for evaluation. A review of the device history records found no information to indicate a non-conformance to specification. Unable to determine cause of the event.